Event description:
Device 2 of 2. Reference MFR report # 1627487-2019-03081. It was reported that during a lead revision procedure (reference MFR # 1627487-2019-00980), the l4 lead had migrated and was also explanted and replaced. In the process, the s1 lead was mistakenly pulled out and also replaced. Postoperatively, patient has effective therapy.